Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received motor error alarm. The customer's blood glucose level was unknown at the time of incident. Customer reported that the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that they performed displacement test and motor error came during rewind. The customer reported that the insulin pump has not been exposed to high magnetic field. Customer did not report an e70 alarm. The device will be returned for analysis.